Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts. Reportedly, customer was able to charge pump to 100%; however, pump battery gauge remained static at 100% for an extended period of time after being disconnected from power source. Customer indicated syringes would be used as back up therapy.